Event description:
Home monitoring reported slow nst episodes showing twos. Lead had several unsuccessful rv threshold tests and sensing has dropped in the past year. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2023 lead explanted. Upon receipt, the lead under complaint was found cut 22.5 cm distal to the df4 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. A thorough analysis of the returned lead fragments did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On (B)(6) 2023 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.